Manufacturer narrative:
Visual inspection: in the first step of our investigation, we performed a visual inspection of the product. We have checked for possible damage, deformation of the housing, deposits or other abnormalities. The following observations were made during the visual inspection: deposits. Permeability test: the permeability test was performed at a hydrostatic pressure difference of the pressure setting of the progav 2.0 upon receipt plus 30 cmh2o in the horizontal direction of flow. The test showed that the sprung reservoir is permeable. Results: based on our investigations, we can detect deposits but no further problems on the sprung reservoir. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve / shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. Further actions: from our point of view, no further regulatory actions are required.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a sprung reservoir (part#: fv046t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the reservoir in combination with a progav 2.0 was believed to be operating in overdrainage. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 17 years, height: 153 centimeters (cm), weight: 57 kilograms (kg), gender: female. Same event as medwatch#: 3004721439-2022-00435 and 3004721439-2022-00437.